Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo, 50% stenosed, moderately calcified and mildly tortuous vessel in the left superficial femoral artery (sfa). The 6.0x60mm absolute pro self-expanding stent system (sess) was prepared and flushed prior to use but had resistance with a non-abbott guide wire during advancement prior to entering the sheath. The sess was removed off of the guide wire and flushed again and the wire was wiped with a wet gauze. The same absolute pro stent was then loaded onto the wire and advanced into the sheath and to the lesion site without any noted resistance. Under fluoroscopy the stent appeared to not be positioned correctly within the catheter markers. It appeared to be in front or distally of the distal catheter stent marker and also in front or distally to the proximal catheter stent marker. The stent appeared to have moved from in between the delivery catheter markers. The surgeon was not comfortable deploying the stent and removed it. Another absolute pro was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported dislodged/dislocated stent was able to be confirmed. The reported difficult to advance guide wire was unable to be confirmed however there was noted resistance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement over the guide wire a coagulation of blood and/or contrast on the guide wire resulted in the reported difficult to advance. Manipulation and/or inadvertent mishandling as the device was re-advanced over the guide wire likely resulted in the noted device damages (wrinkled sheath, smashed tip) and ultimately resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.